Manufacturer narrative:
Device evaluation revealed the screw threads and overall dimensions are within specification. The surgeon used the correct tunnel and graft size. DHR review revealed nothing relevant to this event. There are no other complaints of this type for this device. The cause of the event reported could not be determined.

Event description:
Customer reported that the first few threats of the screw are too sharp. The threads are supposed to be round. The graft was cut and the surgeon does not know what caused this. The surgeon used allograft to complete the surgery. The surgery was delayed for 1.5 hours. No patient injury and/or adverse consequences reported as a result of event. This device is used for treatment.